Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that device entrapment occurred. A 035/180 amplatz super stiff guidewire was advanced; however, it was stuck in the catheter. The device was removed, and a new catheter and wire were used to complete the procedure. There were no patient complications reported.